Manufacturer narrative:
Refers to the main device, other components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2017, it was reported that the patient's catheter kept getting kinked. The patient reported that the originally had the pump implanted because they were having problems keeping the pain medicine down. The patient had paralysis issues with "[their] insides" so the medication wouldn't stay down resulting in the patient throwing up all the time. The patient also had an allergic reaction within weeks of taking the medication in 2009. This resulted in dilaudid being placed in the pump. The patient reported that their pump was removed due to "a problem" and that they had 2 surgeries on the pump because of the catheter kinking issue. The patient stated that because of the damage to their back and the way that their back is formed, the catheter kept getting kinked so they would either get no medicine or "it would all of a sudden hit the spot where there was enough pressure in the pump were it would jam through" leading to the patient getting "a huge bolt of medicine". During the periods of no medication, the patient would experience "withdrawal stuff. However the patient there was no way to know when the pump would "hit that spot where there would be enough pressure to push it (medication) through", which the patient considered terrifying. This issue occurred "pretty fast" after the implant. No out of box failures or medical/therapy issues related to a small components product was reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.